Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm after multiple set changes. The customer's blood glucose was 463 mg/dl. Customer reports insulin exits. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017.